Event description:
(B)(4). Event occurred in the united states. The patient reported issues with the tubing and the connector. The tubing had been pulled out from the connector and at other times it did not lock, but the connector click was felt, yet it would still be pulled off. The patient stated sometimes he had put the pump in his pocket and when he took it out, he would see that the tubing had pulled off. This happened 3 times in the last 3 weeks and more often when the patient laid down but happened sometimes and did not even got noticed. The site was switched on both sides of abdomen, some on right and some on left and the pump was in the pocket but switched sides and kept it in a holster sometimes. The infusions were in use for second day and they were stored in the living room. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.